Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Multiple contact attempts were made by Tandem Technical Support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.